Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert due to battery issues, they changed it three times and the screen was not moving. The customer's blood glucose level was unknown. The customer reported that the battery was not of the insulin pump for more than 10 minutes. The customer was unable to clear the alarm. The insulin pump did not have multiple power loss alarms. The insulin pump will not be returned for analysis.